Event description:
During a procedure, it was reported that the esep pencil activated without the surgeon pressing any buttons, and the pencil caught on fire. It was further reported that a non stryker electrode was used and the holster was not used when the device got caught on fire. The procedure was completed successfully without significant delay, and no adverse consequences or patient injury were reported.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
No new information.